Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the difficulty deploying the clip, and the clip detaching from one leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. During advancement of the clip delivery system (cds) difficulty was met due to the anatomy. After several attempts the leaflets were able to be grasped. During deployment the clip did not detach from the cds. In fluoroscopy, it was impossible to see if there is a problem with the gripper line or if the clip was not coaxial with the cds. Troubleshooting was performed and the clip was able to be released however the clip detached from the anterior leaflet (single leaflet device attachment (slda)). Per the physician, the slda was due to the patient anatomy. A second cds was advanced in an attempt to stabilize the slda clip; however due to shadowing created by the cds, the anterior leaflet insertion was unable to be properly visualized therefore the clip was not implanted and the cds removed. Another transseptal puncture via the left femoral was attempted however during the ascent of the trans-septal needle, the iliac vein was perforated. The procedure was stopped in order to stop the bleeding. Mr was reduced to 3. The patient will undergo surgery at a later date. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported difficulty grasping and slda were due to patient morphology/pathology. A cause for the reported difficult to deploy the clip cannot be determined. The reported unexpected medical intervention was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.